Event description:
It was reported to philips that the longitudinal movements were unavailable. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified that the geometry movements were unavailable. A review of the system logfiles found clea longitudinal movements were not calibrated. Philips field service engineer (fse) inspected the system onsite and readjusted the pot meter and calibrated the longitudinal current and positions. After re-adjustment and calibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported product malfunction in this case. The customer reported that the geometry movements were unavailable. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has re-evaluated this case as not reportable.